Manufacturer narrative:
(B)(4).

Event description:
The event occurred on (B)(6) 2022. It was reported that prior to insertion during calibration, "it did not fit and the calibration didn't happen". Upon further communication on (B)(6) 2022, the customer stated that the patient had expired. Multiple inquiries surrounding the event and death were made. On (B)(6) 2023, the customer stated "the device didn't cause or contribute to the patient's death. We will not answer other questions due to the protection of patient and doctor data". If teleflex receives additional information on this event, the complaint file will be updated.

Event description:
The event occurred on (B)(6) 2022. It was reported that prior to insertion during calibration, "it did not fit and the calibration didn't happen". Upon further communication on (B)(6) 2022, the customer stated that the patient had expired. Multiple inquiries surrounding the event and death were made. On (B)(6) 2023, the customer stated "the device didn't cause or contribute to the patient's death. We will not answer other questions due to the protection of patient and doctor data". If teleflex receives additional information on this event, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Upon investigation of the returned sample, it was found that the malfunction was not reportable; therefore, the initial MDR submitted on 04 jan 2023 should be retracted. Other remarks: n/a and corrected data: n/a.